Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) indicated a measurement of 3.12 volts during pre-implant testing. The box label voltage is 3.25v. The device was not implanted.